Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor storage. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 150-200mg/dl fasting. Verified the strips expire 11/21/2015. Customer confirms the strips are stored properly the week of (B)(6) 2015. Customer performed back to back blood test, 319mg/dl and 267mg/dl fasting. Reviewed meter memory: (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Product under eval.

Event description:
Consumer complaint of high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 150-200mg/dl fasting. Verified the strips expire on 11/21/2015. Customer confirms the strips are stored properly the week of (B)(6) 2015. Customer performed back to back blood test, 319mg/dl and 267mg/dl fasting. Reviewed meter memory: 533mg/dl (B)(6) 2015 07:27:00 pm fasting: yes; 353mg/dl 07/02/2015 10:00:00 am fasting: no; 351mg/dl (B)(6) 2015 07:39:00 am fasting: yes; 295mg/dl (B)(6) 2015 10:32:00 pm fasting: no; 424mg/dl (B)(6) 2015 06:50:00 pm fasting: yes. Adverse event not reported.